Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually evaluated, and the following was observed: balloon radially and longitudinally burst. Distal tip, distal part of balloon and guidewire lumen cut (by medical team during surgery) and not returned. The inflation balloon single wall thickness was measured along the edges of the burst location and all measurements taken of the balloon single wall thickness met the specification. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint of balloon burst was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that patient factors (calcification) and procedural factors (over-inflation) likely contributed to the event as reported information indicated the balloon was inflated with 1ml extra of volume. In addition, 3mensio showed calcification at the patient native leaflets. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can expose the balloon to pressures high enough to cause it to burst. Also, the presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for withdraw difficulty through sheath was confirmed based on the evaluation of the returned device and provided imagery. Available information suggests that procedural factors (altered balloon profile) likely contributed to the withdraw difficulty and subsequent surgical cutdown for removal. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip, which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
Edwards received notification from our affiliate in the united kingdom. As reported, this was a case of an implant of a 23mm sapien 3 ultra valve in the aortic position by right transfemoral approach. During valve deployment, the delivery system balloon burst. The valve was able to be fully deployed. It was decided to remove the delivery system through esheath+ but it was not possible due to the nature of the rupture of the balloon. It was observed that the distal tip of the esheath was split. A catheter was used to aid the insertion of delivery system through esheath+, but it was not possible. Finally, it was decided to performed a surgical cutdown to remove the devices and a femoral bypass was performed. The patient was noted to be in stable condition after the procedure, recovered very well and was discharged.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion. This is one of two manufacturer reports being submitted for this case.